Event description:
Reporter indicated a patient was hospitalized postoperatively for seven days due to respiratory and anesthesia issues after having the vns therapy system implanted. Attempts for further information are in progress.